Event description:
It was reported that during follow-up, the physician noticed that battery voltage did not change during last 2 years. The patient was advised that if the patient exhibited symptoms of dizziness, palpitations or fatigue, the patient should come to revision. The patient subsequently went to the hospital because, the patient had those symptoms. It was noted the patient experienced pacemaker syndrome. The device was explanted because, it had reached elective replacement indicator (eri). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. This device was included in that field action, but returned product testing found the device did perform as described in the field action.